Manufacturer narrative:
A ge service representative performed an onsite investigation. The voltage on the mainframe power supply ps1 was adjusted to 5.16vdc. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would not display a fluoroscopic image. This rendered the system unusable. There is no report of injury or death associated with this event.